Event description:
It was reported that the connecter broke from the flexible reamer shaft. No injuries or delays reported. No more information found.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The shaft fractured at the first flex joint closest to the chuck end. The device was manufactured in 2013 and exhibit signs of extensive wear usage. The fracture occurred within the shaft via mechanical overload. If sufficient offset bending or torsional forces are applied to the reamer shaft during use, that exceeds the strength of the material, a mechanical overload fracture can occur. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.